Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event are multifactorial and may be related to anticoagulation therapy, medical treatment, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital with melena, decreased hemoglobin levels, and  international normalized ratio (inr) of 2.8.  Warfarin was held and the patient was transfused blood products. Endoscopy results were negative for active bleeding. The last report received indicated that the patient remained hospitalized for observation with hemoglobin levels stable and warfarin restarted.  No further information was provided.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative? Describe event or problem: addl info received (12/15/2016) indicated that the source of the patient's bleeding was never identified. He was discharged on (B)(6) 2016 in stable condition. Of, note, the patient has not restarted on warfarin or other anticoagulation. The medical team does not believe the reported event to be related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.